Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 26 of the patient's mouth. Primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.